Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital when they received a shock. The device detected the rhythm as ventricular tachycardia; however, it was suspected to be supra ventricular tachycardia. The shock was thought to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.